Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting a replacement cycler. He stated that he was in the hosp and had to complete his treatments by hemodialysis because he contracted peritonitis by use of the cycler. Event occurred on (B)(6) 2014 as indicated by patient medical records review. Upon f/u with the patient's pdrn, she confirmed that the patient have peritonitis requiring a temporary modality change to hemodialysis while the infection improved. She added that the cycler did not cause or contribute to the peritonitis event but rather a break in aseptic technique was the cause. The patient has since returned to the ccpd program and is using the replacement cycler without further issues.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has reviewed medical records and the clinical investigation reveals the following: based on the 24 pages of medical records and info obtained from verbal reports, the diagnosis of persistent peritonitis is confirmed. A supplemental medwatch report will be submitted upon completion of the device investigation.